Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from the clinical care unit with a report of the device displaying a software error. The nurse reported during pt assessment at 2300, the device stopped delivering without an alarm and displayed a software error. The device was reported to be delivering an unspecified concentration of milrinone. No specific programming parameters were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical intervention were required. During testing at the user facility, the device alarmed with a s308 (can bus error-pmc, left) malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. Further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.